Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged, the receiver does not boot up and is reinitializing continuously. The reported event of the receiver only has a 5 foot bluetooth range was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
5. Describe event or problem the complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged, the receiver does not boot up and is reinitializing continuously. Functional testing and data download were unable to be performed. The receiver case was opened to download data log directly from the ui pcba board. The reported event of only having a 5 foot bluetooth range could not be confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/26/2017, that on (B)(6), the receiver only has a 5 foot bluetooth range. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.